Manufacturer narrative:
The investigation found no evidence of a performance issue of the roche assay. A patient sample was not provided for further investigation. Concerning drug interference: carisoprodol has been tested with the benz assay and found not to interfere. The benzodiazepine drug ativan (lorazepam) mirrors the positive gc-mass spectrometry result. According to the benz package insert, lorazepam cross reacts with the benz assay approximately 60%. Based on the gc-ms result report, ativan (lorazepam) cannot be excluded as a cause of the discrepancy. Lorazepam had been present in the urine and shows a 0.5% cross reactivity to the assay used, this might be the cause for results below the cutoff. The patient was not affected.

Event description:
The customer received questionable benzodiazepines plus-online version (benz) results for one patient. A urine sample from the patient in (B)(6) 2010 generated a negative result. (The specific value and date of testing were not provided). This sample was not repeated or sent for confirmation testing. Since the patient had been previously tested positive for benz, the patient was redrawn (B)(6) 2010 and the benz result was -169 ng/ml. This benz value was reported outside the laboratory as negative. The (B)(6) 2010 sample was sent out for confirmation testing. Confirmation testing was performed on (B)(6) 2010 and generated a positive lorazepam (benz) result of >1000 ng/ml. The customer inquired whether the patient's medications (carisoprodol, soma, sopradal, vanadom and "adavan" (ativan)) could be interfering with the assay. The physician had added carisoprodol in (B)(6) 2010 but had not changed the adavan. The patient was not adversely affected due to this event. The benz reagent lot number was 15628600. The field service representative was unable to determine a specific cause. He performed checks of the measurement system including quality control. All checks and tests were acceptable.